Event description:
Failed flow rate test high by 10-11% and observed the pump to produce a drop of fluid approximately every 20-25 seconds while in the in-stop mode or even when pump is turned off. This symptom was found by biomed. As a secondary finding to an unrelated reported symptom that they could not reproduce. There was no pt injury nor medical intervention.

Manufacturer narrative:
Device being evaluated; not yet complete. A follow-up report will be submitted, once a full evaluation has been conducted by sigma engineering.